Event description:
It was reported that patient had a right hip revision of the acetabulum due to dislocation. No other information will be provided as per surgeon and hospital policy due to patient confidentiality.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report.